Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a leak was noticed immediately at the start of a tpn infusion at an unspecified rate. There was no report of patient harm. The event occurred in nicu.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing confirmed leaking from the filter vent. The root cause of the filter vent leak was not identified.